Event description:
Additional information received reported the cause of the event was the lead. The patient was experiencing pain radiating down their leg. Reprogramming was unsuccessful in resolving the pain. The lead was replaced on (B)(6) 2012. The patient was doing well after revision surgery. Hospitalization was not required. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 3889-28 lot# v956867 implanted: 2012-(B)(6) explanted: 2012-(B)(6) product type lead product ID 3037 serial# (B)(4) product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced pain at her hip. The pain was present since the implant approximately 6 weeks prior. The initial report received stated that the pain was still present when the device was turned off; however, further information received reported that the pain would go away when the device was turned off. Impedances were checked on (B)(6) 2012 with no problems found. Reprogramming was done on (B)(6) 2012 but there was no change in the patient's pain. A replacement of the system was scheduled for (B)(6) 2012. Repositioning the device to the other side of the body was planned. Further information reported that the lead was replaced on (B)(6) 2012 on the patient's left side and the same battery was used in the same pocket site. Patient outcome was unknown.